Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the insyte 22ga x 1.0in experienced a defective/damaged/deformed catheter. The following information was provided by the initial reporter: at the time of puncturing the patient, the assistant uncovers the catheter and visualizes damage to the distal part of the catheter.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0195659, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the catheter tip was damaged. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect caused by the catheter tipping process. The manufacturing facility has been notified of this incident and the findings. Maintenance has been performed on the catheter tipping machine to ensure that everything is functioning as intended. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the insyte 22ga x 1.0in experienced a defective/damaged/deformed catheter. The following information was provided by the initial reporter: at the time of puncturing the patient, the assistant uncovers the catheter and visualizes damage to the distal part of the catheter.